Event description:
It was reported that the device was experiencing aborted therapy. Subsequent charges were aborted due to possible output circuit damage. The device was explanted and the lead was capped.